Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was obtained: what does clips "did not come out of shaft in a good way" mean? Does this mean clips did not feed properly out into jaws of device? Or does this mean clips did not fire out of jaws of device as intended? If clips did not fire out of device as intended, does this mean clips were fired as malformed clips? Yes.

Event description:
It was reported that during an unknown procedure, clips will not come out of shaft in a good way. Two-minute delay. Took another device to complete.

Manufacturer narrative:
(B)(4). Batch # p93z60. Device analysis: the analysis results found that the mcm20 device was received empty. In addition, the tyvek was returned along with the instrument. After the last clip is used, the instrument is designed to lock out. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.